Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device will not prime, and it gives a downstream occlusion error. Per reporter, it is cleared but comes back. There was no patient involvmen.t

Manufacturer narrative:
One device was returned for repair with complaint the device will not prime, and it gives a downstream occlusion error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log showed several instances of high alarm displayed: downstream occlusion. Visual/functional testing was performed. Customer complaint of downstream occlusion error confirmed through viewing event log but could not replicate through downstream occlusion (dso) test or no disposable attached tested. Device passed all testing criteria.